Event description:
The pt underwent a cerebral angiogram. The physician closed the arteriotomy with a tsl 6fr. Closer device. A sheathogram was not performed to determine the location of the puncture site in the vessel. The device was deployed and hemostasis was achieved. The pt was transferred to the ward. During the course of the evening. Pt was noted to have a cold foot and pulses could not be detected. The pt was taken to radiology for an angiogram of the leg. A clot in the trifurcation was noted. It was observed that the access site was at the juction of the profunda and superficial femoral artery. Additionally, the vessel appeared to have a severe amount of plaque, a section of which was sutured to the artery wall, causing the vessel to narrow. The pt went to surgery and the physician also noted a thrombotic occlusion in the profunda and a partial occlusion of the superficial femoral artery. The surgeon removed the sutures, performed thrombectomies and then sutured the arterial wall closed. The pt recovered without further incident.